Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge alarm 0's have occurred. The customer loaded a new cartridges to resolve the issues. The customer's blood glucose level was 96 mg/dl.